Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic non-dependent patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise reversions episodes. The device was successfully reprogrammed.